Event description:
The patient's generator was explanted due to reported battery depletion on an unknown date. The generator was received, and data showed that there was high impedance present at some point. However, it could not be determined if the high impedance was present while the device was implanted or after. The generator performed to specifications. No further relevant information has been received to date.